Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the lead dislodged several times in several locations during the implant procedure. The lead was attempted but not used and was replaced with another lead which was implanted successfully.no patient complications have been reported as a result of this event.